Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy-rash/skin condition"), eczema ("eczema"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), endometriosis ("endometriosis"), hyperhidrosis ("excessive sweating"), skin disorder ("allergy-rash/skin condition") and anxiety ("anxious") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, menorrhagia, dermatitis allergic, eczema, fatigue, alopecia, tooth disorder, migraine, weight increased, endometriosis, hyperhidrosis, skin disorder and anxiety outcome was unknown. The reporter considered alopecia, anxiety, back pain, dermatitis allergic, eczema, endometriosis, fatigue, hyperhidrosis, menorrhagia, migraine, pelvic pain, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, eczema, fatigue, hair loss, dental problems., migraine, weight gain,endometriosis, excessive sweating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media was received. Event added- anxious. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage:that a piece may still be in my uterus'), embedded device ('piece of the device was embedded in uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and pelvic pain ('chronic pain') in a 34-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the device was not able to be placed due to the angle of the ostia" and device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included obesity, irritability, premenstrual dysphoric disorder, upper respiratory infection, wheezing, bronchitis, allergic rhinitis and thrombosis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("allergy-rash/skin condition"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dysgeusia ("metal taste in mouth") and abdominal pain ("abdominal pain"), 1 year 2 months after insertion of essure. On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced eczema ("eczema"), alopecia ("hair loss"), migraine ("migraine"), dermatitis contact ("deodorant/hygiene products"), dermatitis ("autoimmine disorder -dermatitis") and constipation ("constipation"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), back pain ("back pain"), tooth disorder ("dental problems"), hyperhidrosis ("excessive sweating"), dermatitis allergic ("allergy-rash/skin condition"), anxiety ("anxious"), genital haemorrhage ("abnormal bleeding (general)"), stress ("chronic stress"), affective disorder ("mood disorder"), skin disorder ("bumps"), erythema ("redness"), cardiac disorder ("blood or heart disorder/condition"), haemorrhoids ("prolapse hemorrhoids") and device expulsion ("piece of the device was embedded in uterus/piece may still be in my uterus."). The patient was treated with surgery (ablation, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes), and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, back pain, rash, eczema, fatigue, alopecia, tooth disorder, migraine, weight increased, endometriosis, dermatitis allergic, genital haemorrhage, vaginal haemorrhage, dermatitis contact, urinary tract infection, affective disorder, skin disorder, erythema, dermatitis, cardiac disorder, allergy to metals, dysmenorrhoea, haemorrhoids, device expulsion and dysgeusia outcome was unknown, the menorrhagia, pelvic pain, constipation and abdominal pain had resolved and the hyperhidrosis, anxiety and stress was resolving. The reporter considered abdominal pain, affective disorder, allergy to metals, alopecia, anxiety, back pain, cardiac disorder, constipation, dermatitis, dermatitis allergic, dermatitis contact, device breakage, device expulsion, dysgeusia, dysmenorrhoea, eczema, embedded device, endometriosis, erythema, fatigue, genital haemorrhage, haemorrhoids, hyperhidrosis, menorrhagia, migraine, pelvic pain, rash, skin disorder, stress, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, eczema, fatigue, hair loss, dental problems., migraine, weight gain,endometriosis, excessive sweating. During insertion-the second device was then attempted to be placed in the right ostia, however the angle to the tube would not allow for insertion. During removal-they did not visualize a perforating essure or any abnormalities and we did not palpate any abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.8 kg/sqm. Concerning the injuries reported in this case, the following one was reported via social media: genital haemorrhage, vaginal haemorrhage, dermatitis contact, urinary tract infection, stress, affective disorder, mass, erythema, dermatitis, heart disorder, allergy to metals, dysmenorrhea, constipation, haemorrhoids, dysgeusia, abdominal pain most recent follow-up information incorporated above includes: on 14-may-2020: social media received- new event abnormal bleeding (general), abnormal bleeding (vaginal), deodorant, urinary tract infection, chronic stress, mood disorder, bumps, redness, dermatitis, blood or heart disorder/condition, nickel allergy, dysmenorrhea (cramping), constipation, prolapse hemorrhoids, metal taste in mouth, abdominal pain were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy-rash/skin condition"), eczema ("eczema"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraine"), endometriosis ("endometriosis"), hyperhidrosis ("excessive sweating") and skin disorder ("allergy-rash/skin condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, back pain, menorrhagia, rash, eczema, fatigue, alopecia, tooth disorder, migraine, weight increased, endometriosis, hyperhidrosis and skin disorder outcome was unknown. The reporter considered alopecia, back pain, eczema, endometriosis, fatigue, hyperhidrosis, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, eczema, fatigue, hair loss, dental problems., migraine, weight gain,endometriosis, excessive sweating quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event injury were updated to new events chronic pain, back pain, menorrhagia (heavy menstrual bleeding), allergy-rash/skin condition, eczema, fatigue, hair loss, dental problems., migraine, weight gain, endometriosis, excessive sweating, incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.